Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for albumin and two patient samples tested for creatinine on a cobas 8000 c 702 module (c702). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Roche manufactures three albumin assays as follows: alb2 albumin gen.2, albp albumin bcp, and albt2 tina-quant albumin gen.2. It was asked, but it is not known which specific assay was used. Roche manufactures two creatinine assays as follows: crej2 creatinine jaffé gen.2 and crep2 creatinine plus ver.2. It was asked, but it is not known which specific assay was used. No units of measure were provided for the albumin and creatinine tests. The first sample initially resulted with an albumin value of < 2, which repeated as 40.9. The second sample initially resulted with an creatinine value of < 5, which repeated as 68. The third sample initially resulted with an creatinine value of < 5, which repeated as 59. No adverse events were alleged to have occurred with the patients. The albumin and creatinine reagent lot numbers and expiration dates were asked for, but not provided. The customer changed the sample probes and ran precision studies for the affected assays which were acceptable.

Manufacturer narrative:
No further issues were observed after the sample probe was replaced. The investigation could not determine a definitive root cause.